Manufacturer narrative:
One pneupac ventilator was returned in fair condition. Upon visual inspection the o2 indicator cover was broken off the unit and part of the alarm indicator label from the bottom was torn off. The alarm silence button was also found to not be sticking. Based on the evidence the complaint was confirmed and the root cause is from user interface. The device had appeared to have been dropped.

Event description:
Information was received that a smiths medical ventilator has a sticking alarm silence button . It was also reported that the o2 indicator is also broken.